Event description:
Sales rep has indicated that hospital reports getting air bubbles from up stream when they are drawing off the saline. The bubbles are very tiny. The lab utilizes baxter saline and they do pressurize. There has been no patient injury.